Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that at the time of the index procedure, the target vessel had timi-3 flow pre and post treatment. Core lab analysis of the target lesion indicated that there was 84% stenosis pre and 11% residual stenosis post stenting. The patient was discharged on pletaal, plavix and bayaspirin.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient's primary disease was silent ischemia. Cardiac catheterization revealed a 90% stenosed, de novo type "b", 8mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The lesion was predilated with a 3.0x15mm balloon at 8atm. Then a 3.5x16mm taxus express2 stent was deployed at 12atm without post dilation resulting in 0% residual stenosis. Intravascular ultrasound confirmed good stent placement and patient was discharged the next day with no anginal symptoms. (B)(6) - 2010, the patient was reported to have died while at another facility. The cause of death is unknown.